Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The procedure treated a 3.0x16mm, 90% stenosed, calcified, and bifurcated lesion in the obtuse marginal brach. After predilation with a 2.0x6mm cutting balloon, the physician felt severe resistance when trying to cross a taxus express2 3.0x16mm drug eluting stent. The stent would not cross the lesion and while pulling out the stent strut was bent. The stent system was taken out intact. The procedure was completed with another same device. No patient injuries or complications were reported. Patient status was reported as "fine."

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, the most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties.